Manufacturer narrative:
On february 23, 2023, mentor received the device for evaluation as well as additional information. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The patient's date of event was updated to december 19, 2022. The patient's initials were added as (B)(6). Mentor became aware that the patient was implanted during a primary breast augmentation surgery. The patient underwent removal and replacement with 215cc mentor memorygel xtra breast implants on (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 24, 2023, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to be ruptured. In addition, shell abrasion was noted on the edges of the rupture. A microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation surgery with a left-sided 250cc mentor memorygel breast implant and a right-sided 275cc mentor memorygel breast implant. Post-operatively, the patient experienced bilateral rupture of both prostheses, which was confirmed during a physical exam. As a result, the patient underwent removal on an undisclosed date. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right implant. Refer to manufacturing report number 1645337-2023-01350 for the contralateral event.

Manufacturer narrative:
Mentor received a photo of the device for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant appears to be ruptured, however, the exact location of the rupture could not be appreciated with the image provided. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).